Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/11/2016 that on (B)(4) 2016 the sensor wire was missing. The attempted sensor insertion site is unknown. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.